Manufacturer narrative:
According to the customer, "the leg spreader is the only thing that is functioning. After trying another pendant on this lift, they are having the same issue. After swapping the actuator cables on the control box, nothing on the lift was operational, not even the leg spreader. The lift sparked between the power cord and the control box when trying to charge." Two serial numbers were reported to medline, it is not clearly stated which serial number this product refers to. No additional information at this time. It has been determined that the reported event could cause or contribute to serious injury if it were to occur. In an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted. Manufacturing date for serial (B)(6): september 2018. Manufacturing date for serial (B)(6): january 2024.

Event description:
According to the customer, "the leg spreader is the only thing that is functioning. After trying another pendant on this lift, they are having the same issue. After swapping the actuator cables on the control box, nothing on the lift was operational, not even the leg spreader. The lift sparked between the power cord and the control box when trying to charge."